Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced less than 50% symptom reduction to what was ¿most likely a urinary tract infection (uti).¿ it was stated that small adjustments were made through reprogramming on (B)(6) 2014. The patient was treated for the uti by her primary care provider in (B)(6) 2014. The implant was providing stimulation in the perfect location; right and left of the vulva area. A urinary analysis was performed 5 days prior to the (B)(6) 2014, visit and was negative for infection. Please refer to mfg. Report# 3004209178-2014-12812, as the patient had dual implants and the aforementioned report pertains to the patient's left stimulator.